Event description:
A call to technical services was made on (B)(6) 2014 stating that there was high impedance greater than 2000 ohms since (B)(6) 2013. Thresholds was high at 2.3@ 0.8 but has been chronically been high. At implant, the threshold was 2.3 @ 0.5 and impedance was 1200 ohms. A call was made to the field representative on 5/15/2014 and confirmed that the the high impedance and high thresholds were from this lv lead. Monitoring will be continued. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).